Event description:
According to the facility on 6/5, "during procedure, a yankauer suction tip was observed to be broken by pa and surgical tech. It was stated that the item pieces were complete. After surgical tech was relieved, the yankauer was inspected by or nurse and relief tech. The yankauer was not intact ( a 2mmx3mm piece of plastic was not there) so md notified.

Manufacturer narrative:
According to the facility on 6/5, "during procedure, a yankauer suction tip was observed to be broken by pa and surgical tech. It was stated that the item pieces were complete. After surgical tech was relieved, the yankauer was inspected by or nurse and relief tech. The yankauer was not intact ( a 2mmx3mm piece of plastic was not there) so md notified. Room was thoroughly searched. Patient's sutures were removed and surgical site was inspected, irrigated and sutured back up. Xray to be completed in pacu. Patient was reopened as described and completed wash out. Out. Pa further stated that there is a filter attached to the suction that is unable to be opened and there is a good chance that the plastic piece is in the filter". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.